Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after programming a bolus, the customer received a message that stated that due to having insulin on board (iob- active insulin in the body), a correction could not be calculated. Reportedly, the customer left the bolus screen open and received a valid incomplete bolus alert. Tandem technical support (cts) educated the customer regarding incomplete bolus alerts. Subsequently, cts confirmed that based on the customer's iob and pump settings, the pump was working as expected and educated the customer on the bolus features of the pump. The customer's blood glucose (bg) level was 318 mg/dl, and was addressed by changing the infusion site. System check was performed with cts and showed that the pump was performing as intended. Recommendation was made to consult with health care provider (hcp) regarding diabetes management. Several hours later, during a follow-up call, the customer confirmed that bg level had not yet been tested since the supplies had been changed, but declined further follow-up from cts.